Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 1 device was received for evaluation. The reported event of overheating was not confirmed, however the reported event of run-on was confirmed. The device was found to be affected by widespread corrosion. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes1 malfunction event in which the device overheated at the user facility and had run-on symptoms while being tested at the manufacturer. For the event of overheating there was no known patient involvement, or impact to the patient; for the event of run-on there was no patient involvement; no patient impact.